Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that the patient's right hip was revised. The acetabular shell was reported to have migrated medially. The shell, liner, and head were revised and a larger shell with screws, liner and head implanted (there are no allegations against the head or liner).